Event description:
The nurse reported a corneal burn. The nurse is concerned the phaco handpiece may have contributed to the corneal burn. The nurse is requesting functional testing of the phaco handpiece. Additional info received from the surgeon stated the iris prolapsed, and the wound was sutured. The surgeon noted there may be permanent vision problems.

Manufacturer narrative:
The handpiece has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 10/02/2009.